Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 96 mcg/ml via an implantable pump for intractable spasticity. It was reported that there was a concentration change from 2000 mcg/ml to 500 mcg/ml on (B)(6) 2017, however the system content removal procedures were not done properly as they missed the last two primes. As a result, the patient experienced a hypotension crisis two hours post procedure. They put the patient in a trendelenburg position and their blood pressure and oxygen stats increased. However 40 minutes later, it was reported that the patient was still in that position. It was noted their blood pressure and oxygen stats were fine, but the patient was sleepy. It was also noted the dose was decreased from 96 mcg/day to 75 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.